Event description:
After using zoll one step pads for external pacing for over 13 hrs, pt acquired 3rd degree burns -three dime size burns on anterior chest-. Diagnosis or reason for use: cardio-pulmonary arrest - third degree heart block.